Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shut-down occurred.  No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it failed due to damaged usb pins from j3. The receiver failed to charge and reboot due to the damaged usb pins from j3. The receiver case was opened, the internal inspection passed. The receiver log download and functional testing were unable to be performed due to damaged usb pins from j3. Confirmation of the allegation and the root cause could not be determined.